Manufacturer narrative:
The lot number was provided for the reported malfunction so a lot history review was performed. The device was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8074 pta balloon dilatation catheter allegedly experienced a material rupture, retraction problem, and detachment. This information was received from one source. This malfunction involved a patient with no reported patient injury.